Event description:
It was reported that this right ventricular (rv) lead experienced pericardial effusion due to lead perforation. This rv lead was explanted. No additional adverse patient effects were reported.